Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged to 6th most distal stent strut row; with struts lifted from stent profile. The undamaged section of the crimped stent od (outer diameter) was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 135mm distal to the distal end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along several locations of the shaft polymer extrusion shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10nov2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2 x 10 non-bsc balloon catheter, a 28 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, multiple dilatations were performed with the same 2 x 10 non-bsc balloon but the device still failed to cross. The procedure was completed with a 2.5 x 28 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.